Event description:
A surgeon reported a pt with uveitis and plaque on the lens following an intraocular lens (iol) implant procedure. The pt was referred by the surgeon to a retinal specialist. The pt is experiencing blurry vision in the morning, by the afternoon the vision clears. Additional information has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. A completed questionnaire has not been received. (B)(4).